Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer and clinical support. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Dr. (B)(6) had a vertical gas breakthrough/incomplete flap concerns on patient's right eye (od). Patient's od had vertical gas breakthrough without opaque bubble layer (obl), 90um flap with pocket turned on. Unable to lift and converted to photorefractive keratectomy (prk) that moment. For the left eye (os), dr. (B)(6) elected to change the flap thickness to 100um with no problems, flap created, lifted and excimer completed. Technical support discussed with dr. (B)(6) again the increased risks wit 90um flaps with her re-stating the doctor has been doing this for 10 years without concern.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.